Event description:
During a coronary stenting treatment procedure, the tip of the forte moderate support guidewire unraveled and the radiopaque tip remained in the guide catheter. The physician had the forte wire in the diagonal branch, and the lad had been wired with a bmw wire. An express2 monorail stent was successfully deployed in the lad and both wires were removed. The physician then wired the rca using the same bmw wire and used the same forte wire as a buddy wire in the rca. The forte wire was pulled back slightly and the rca was successfully stented with an express2 monorail stent. While attempting to retract the delivery device, some resistance was noted. The physician was unable to successfully pull the delivery device back. He then attempted to remove the forte wire. Upon removal, it was noted that the tip had unraveled and the radiopaque tip remained in the guide catheter. The entire system was removed without incident. No pt injuries or complications were reported.